Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the patient had a revision on right knee due to 33 x 9 press fit patella becoming dislocated, the track separated from the metal.

Manufacturer narrative:
An event regarding crack/fracture involving a 33 9mm sym mb patella w pa was confirmed. Device evaluation and results: material analysis of the returned device indicated that poly portion of the patella is fractured. The poly is also dissociated from the metal component. There is burnishing and scratching on the poly consistent with clinical use. Most of the wear was only on one side of the articulating surface suggesting asymmetric loading during use. No material or manufacturing defects were observed on the device features examined. Medical records received and evaluation: indicated that it is not possible to determine the cause of the dissociation and fracture of the patella component. Device history review: indicated that the specified lot was accepted into final stock with no reported discrepancies. Complaint history review: indicated that there have not been any other events for the specified lot. The reported event involves the revision of the patella for disassociation and fracture of the poly portion of the patella. The exact cause of the event could not be determined as it is not possible to determine which event came first: the fracture of the poly or the dissociation of the poly from the metal backing. There is evidence of asymmetric loading during use. No further investigation for this event is possible at this time.

Event description:
It was reported that the patient had a revision on right knee due to 33 x 9 press fit patella becoming dislocated, the track separated from the metal.